Manufacturer narrative:
The valves were not returned, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The event date provided in section is the date of awareness by the research agency as there is no event date associated with this generalized statement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a research facility, that following the implant of evolutr transcatheter bioprosthetic valves, there was an incidence of pacemaker use. No additional adverse patient effects were reported.